Manufacturer narrative:
Other, other text: the returned pump was very noisy, enclosure was stained red in water tank, both covers were cracked and line cord was worn. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was returned to the hospital with the following product issues: (1) unit was not working as intended, (2) unit was not alarming, and (3) the unit exhibited low levels during a functional check. No patient injury or complications were reported in relation to this event.